Event description:
Related manufacturer reference number: 2017865-2021-27445. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited high impedance and failure to capture and the right ventricular lead exhibited high capture thresholds and insulation damage. It was noted that clavicular crush was observed on the atrial lead. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of clavicle crush, no capture, high pacing impedance, p-wave amp variation, and conductor fractured were confirmed. As received, a complete lead was returned in one piece for analysis. Analysis found damage noted to the lead body and a broken/fractured outer coil at 27.4cm to 28.7cm from the connector pin. This was consistent with damage due to clavicle crush forces.